Event description:
The customer reported that on (B)(6) 2012, she experienced high blood glucose levels all night and did not take any correction boluses. She was wearing the pod on her arm. In the morning on (B)(6), her blood glucose result was "high" (>500 mg/dl). She took 38 units of insulin and ended up in the hospital. She was sick for 18 hours. No details of her treatment were provided.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones' reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones' reading, but have no symptoms of high blood glucose, then retest with a new strip on you fingers. If you still get a 'high check for ketones' reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia. It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by hour healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."